Manufacturer narrative:
It was noted that the device, medical records and x-rays would not be made available for evaluation. A supplemental report will be submitted upon completion of the investigation. Not returned.

Event description:
The arthroplasty was revised due to stiffness and pain. Intraoperatively, the knee was noted to be overstuffed. The components were implanted in situ for approx 1.5 y. The tibial insert and patellar components were revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 4.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding overstuffing the joint/fit issue involving a triathlon insert was reported. The event was not confirmed. Visual analysis of the returned photo indicated the device had yellowed and there was damage consistent with explantation. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
The arthroplasty was revised due to stiffness and pain. Intraoperatively, the knee was noted to be overstuffed. The components were implanted in situ for ~ 1.5 y. The tibial insert and patellar components were revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 4.